Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. When they attempted to do a 5.0 unit prime, the number jumped from 0 to 3 then back to 0. The customer's blood glucose level was 600 mg/dl. They declined troubleshooting for the high blood glucose because it was caused by a no delivery. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.